Event description:
It was reported that during a filter placement via the femoral, the filter became hung up on the spline and had to be removed. The approach was right femoral, however, retrieval approach was right jugular. The doctor was able to completely deploy the filter, although during deployment the tip caught on the wire. The physician believed there were two legs that may have penetrated the vena cava wall and wanted to remove the filter. After removing the first filter, a second filter was inserted, via the right jugular. There was no reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample has been returned; however, evaluation has not been completed. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unknown.